Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have "persistent cough after a few months of CPAP use. Lung scan: presence of pulmonary nodules including one of 20 mm without diagnosis and without infections origin (pulmonayr fibroscopy in (B)(6) 2020). Control scans (or tepscan) every 6 months. Could there be a link between the CPAP treatment and the appearance of these pulmonary lesions? I learned through the media on february 8, 2022 that there was a recall of dreamstation ventilation products. To date, no recommendation of suspension of use, nor from the provider (sysmed company in templemars) that I called this morning and apparently they have only known about the problem for a few days, nor from my gp, nor from my pneumologist who follows me for my sleep apnea and for these lung lesions. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.